Event description:
Home pt reported catheter became disconnected from transfer set during sleep. Registered nurse reported home pt's transfer set was changed and home pt was treated with 2 grams ancef x 3 as a precaution. No home pt injury reported per registered nurse.